Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the liner trial broke during case. Liner was removed, and the non-lipped liner was trialed instead. Doe: (B)(6) 2024. Affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the liner trial broke during case. Liner was removed, and the non-lipped liner was trailed instead. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned sample revealed that the pintrl lnr con10deg+4 32id54od was observed broken around the snap ring creating a hole in the device, the snap ring and the screw cannot attach to the rest of the device due to the damage. This observed condition of the device can be attributed to an excessive force applied on liner trial when tightening. Over-tightening the threaded insert during use can cause disassembling or broken the snap ring from the screw. Also the device exhibited slightly scratches on the inner surface of the device. This type of damage is consistent with the device being in a unintended contact with other tools during assembling/disassembling the device. Properly handling and attention to the approved use of the device diminished the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pintrl lnr con10deg+4 32id54od contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (pg0609) provided is not a valid finished goods lot number.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that: "it was reported that the liner trial broke during case. Liner was removed, and the non-lipped liner was trialed instead."

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that it break into 2 or more pieces, no patient consequences and no surgical delay.